Event description:
It was reported that there was noise and oversensing which resulted in inappropriate shocks. There was also out of range impedance, increased thresholds, and x-ray appeared to show lead crush. The lead was capped. No further patient complications have been reported as a result of this event.